Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-05188 . Related manufacturer reference number: 1627487-2023-05189 . It was reported that patient had lost weight and ipg had eroded through the skin. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein ipg was explanted, and extensions were cut below the header to address the issue. Patient was administered antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.